Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "slow leak" and "dimples in implants". Patient also reported "cutaneous t cell lymphoma", which is not device-related. Pathological markers confirming alcl have not been received. Device remains implanted.